Event description:
The customer reported that the heartstart mrx was acquiring poor ECG readings as the alarms and descriptions did not appear to match the waveforms. There was no indication of user involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heartstart mrx was acquiring poor ECG readings as the alarms and descriptions did not appear to match the waveforms. There was no indication of user involvement.